Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported event of device failed to inject agent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter needle device was during an endoscopic submucosal injection procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device was unable to inject agent. The procedure was completed with another optiflo injection needle device . The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter needle device was during an endoscopic submucosal injection procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device was unable to inject agent. The procedure was completed with another optiflo injection needle device . The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2017, confirming the needle was blocked however the injection port was not occluded. Additionally on (B)(6) 2017, it was confirmed that the needle was able to extend out of the sheath.